Manufacturer narrative:
(B)(4).

Event description:
Surgeons have used 3 kits and all have experienced staple line failure/leaks over multiple dates. 1 patient had to be brought back into theatres. Handle was an endo gia ultra handle. Extension of the surgery time by more than 30 min. Re-operation necessary. No blood loss of more than 500cc unanticipated tissue loss or irreversible damage. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of nine sealed reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices performed by pmv concurrently with engineering. Visual inspection of the cartridge revealed that each reload had a full staple complement. Each reload was loaded into a pmv representative instrument for functional testing. Each reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Each reload loaded onto the instrument without difficulty. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.